Event description:
Caller reported a malfunction on the pump, identified by malf 12 code, which indicated a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Customer had experienced at least three occurrences of this malfunction, with previous reports documented. Technical support resolved the issue by sending a replacement pump to the customer, advised updating pump software, and instructed the caller on returning the problematic pump using the provided pre-paid label within 10 days. Customer acknowledged all instructions and agreed to continue using the current pump for insulin delivery until the replacement arrived.